Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 638rl28 annuloplasty ring, implanted (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) incision wound dehisced a few weeks after implant and the site was bleeding. The physician performed a pocket revision and the device remained in use. The patient presented a few weeks later with the device exposed as the incision wound had dehisced again. The crt-d system was then completely removed. No further patient complications have been reported as a result of this event.